Event description:
It was reported that the patient experienced an increase in pain, and it was found that the spinal cord stimulation (scs) implantable pulse generator (ipg) had reached end of life. The patient underwent a procedure in which the ipg was replaced. The patient is doing well postoperatively.

Manufacturer narrative:
The returned ipg sc-1132, serial number (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. No end of life message, or any other indicator was observed when connected to a known good remote control. An analysis of the data log also confirmed that the time until end-of-service (eos) in seconds was not at zero yet, which is when the message would appear on the remote control.

Event description:
It was reported that the patient experienced an increase in pain, and it was found that the spinal cord stimulation (scs) implantable pulse generator (ipg) had reached end of life. The patient underwent a procedure in which the ipg was replaced. The patient is doing well postoperatively.